Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd eclipse¿ safety needle - 23g foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: black spots detected in sealed packaging.

Event description:
It was reported while using bd eclipse¿ safety needle - 23g foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: black spots detected in sealed packaging.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09-dec-2022. H6: investigation summary a device history record review was completed for provided material number 305892 and lot number 1812001. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) packaged needles and one (1) unpackage needle were returned for evaluation by our quality engineer team. In one of the packaged needles, no defect was observed. However, in the other samples received, small black spots in the hub component were observed. After examination, we were able to identify the spots as embedded contamination (a cosmetic defect). Embedded contamination may occur during the molding process due to the high working temperatures. During normal production, the gases produced in the molds are expelled through some conduits. In this case, the expulsion was not correctly done, causing some gases to remain and produce burnt particles.